Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated they were told they could go skydiving but they didn't know if there was a limitation on the height they would be able to do. Pt said when they are standing and moving they can turn the stimulation up to 2.5 on the setting that they have but when they is laying in bed, they have to turn it down to 0.0 or 0.4 because they get pain while they are in bed and they can't sleep because it kind of gives them the tingling sensation and certain movements make it feel like it's a shocking shock in them but stronger where they cannot sleep. The pt was redirected to their healthcare provider to further address the issue. Pt wondered about having the device adjusted. Agent reviewed role of the manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.